Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy procedure, the burr could not be loaded onto the rotawire. The 75% stenosed lesion was located in a mildly tortuous and severely calcified distal left circumflex (lcx) artery. The first ablation with the 1.5mm rotalink plus was performed and the burr was removed from the patient's body. When it was decided to perform a second ablation, they were unable to re-load the device onto the rotawire. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good. Returned product analysis found that threads were attached to the distal coil of the catheter.

Manufacturer narrative:
(B)(6). An initial examination of the complaint rotablator plus unit was carried out. A (B)(6) test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. An attempt was made to load the plus unit using a control guidewire. Resistance was met in the annulus of the burr. The burr and coil were microscopic examined. No issue was noted with the annulus of the burr. Dried saline was noted on the burr. It was noted on the microscopic examination of the catheter device, that threads were attached to the distal coil of the catheter, approximately 1.0cm 3.0cm from the burr. The coil was soaked in warm water to remove the dried saline. The burr and coil were again microscopically examined. All saline deposits were removed. An attempt was made again to insert the guidewire onto the plus unit. Resistance was met in the distal coil of the catheter, where the threads and fibers were located. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).